Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain at the cardiac resynchronization therapy pacemaker (crt-p) pocket site. It was noted that the patient was a small pediatric patient. The device was explanted and replaced with a smaller device. No patient complications have been reported as a result of this event.